Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they replaced the top screen display and resolved the issue. Customer also stated that the unit was placed back into clinical use as a result of this repair.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp), during use has an issue that is ongoing over multiple months. The unit displayed error code #63 as a touch screen fault. It is unknown if there was any harm or injury to the patient, however no adverse event was reported.